Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net which revealed that the pulse generator exhibited backup vvi operation. The patient was brought into the clinic and a device software download was performed which successfully restored normal device function. No additional information was reported.